Event description:
Allergic reaction. The pt received three synvisc injections into the knee, the first given in jan-2006 and the thired 19 days later. On 01-feb-2006 after the third injection, the pt experienced an allergic reaction. The pt reported to the physician that he had a similar reaction after an earlier intraarticular injection. The physician aspirated the knee and withdrew 52 ml effusion. The pt was treated with clindamycin (dose and route of administration unk). The physician assessed the severity as severe and the relationship between the event and synvisc as probable. At the time of this report the pt had recovered.